Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019 updated event description: it was reported that on october 17,2018 patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The fns removal surgery was performed with a screwdriver shaft drive and a screwdriver stardrive which were all in question. The surgeon could not untighten the locking screw at all with both the mentioned screwdrivers. The locking screw was removed by breaking the screwhead by an unknown carbide drill which was not in question. The surgery was delayed for less than 30 minutes. There was no adverse consequence to the patient reported.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a revision surgery for femoral neck system (fns) plate and locking screw due to an unknown reason. The fns removal surgery was performed with a screwdriver shaft drive and a screwdriver stardrive. The surgeon could not untighten the locking screw with either the shaft drive or the stardrive. The locking screw was removed by breaking the screw head with an unknown carbide drill. The surgery was delayed for an estimation of 30 minutes. There was no adverse consequence reported. Concomitant device reported: carbide drill (part# unknown, lot# unknown, quantity #1) . This report is for one (1) inter-lock screwdriver t25. This is report 4 of 4 for (B)(4). This report captures the intra-operative event as related to (B)(4).